Manufacturer narrative:
Evaluation is not possible, as the device will not be returned. A review of the device history records could not be performed as the part and lot number have not been provided. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. If additional information is provided the complaint will be reopened.

Event description:
It was reported that after rotator cuff surgery on (B)(6) of 2013, patient had a left shoulder pain, stiffness and adhesive capsulitis on (B)(6) of 2013. This event was treated with physical therapy, rest and medication. On (B)(6) of 2013 patient had a implant revision and it was determined that the superior anchor fell out of the bone and needed to be replaced. Patient is recovered.